Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. The date of the event is an approximation. On (B)(6) 2024, the parent of a pediatric patient reported that the child was experiencing stomach pain, headache, and generalized body aches. The patient uses a tandem t: slim insulin pump in modified closed-loop mode. At the time, the parent did not perform a bg check, as there was no immediate reason to suspect an issue with the dexcom cgm, despite the symptoms. The patient¿s ketone levels were reportedly normal. Due to the persistence of symptoms, the parent took the child to urgent care for evaluation. It was noted that the bg level was higher than the estimated glucose value (egv) from the cgm, although the exact values were not recalled. The parent also could not confirm whether urgent care administered treatment for the symptoms or bg levels. However, it was reported that the patient was diabetic ketoacidosis (dka) during the visit. The child was released the same day and was in normal condition at the time of the follow-up report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.